Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a pairing failure between the transmitter and the smart device and the receiver occurred. No additional patient or event information is available. The transmitter has been received for evaluation. An external visual inspection was performed and the transmitter passed. A voltage test was performed and the transmitter failed as it had no voltage. Share log data was available for review and the transmitter failed as the logs showed a failed transmitter error displayed within the investigation window. The customer complaint could not be replicated with the returned transmitter. The customer complaint of pairing failure was not confirmed. A root cause could not be determined via data. The reported issue of the pairing failure is reportable based on the finding of the transmitter failure error.